Event description:
It was reported a declot procedure was being performed on a (B)(6) male pt. During the procedure, the ptd was inserted into the pt's fistula. When the device was removed, it was noted that the tip fractured from the device and was retained in the pt. Numerous attempts were made to remove the tip, but were unsuccessful. The fistula could not be thrombolyzed.

Manufacturer narrative:
(B)(4). Sample will not be returned.